Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect. The reporting physician believed that the catheter was kinked because the pt was experiencing withdrawals and overdose. The physician noted that the pump managing physician did not have privileges at the hospital that the pt was in. Additional information has been requested, a follow-up report will be sent if additional information becomes available.